Manufacturer narrative:
A contact lens case containing solution was returned. The solution in the lens case met shelf life limits. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moisturelock formula and recalling all distributed product.

Event description:
An optometrist reported that a female presented to her office in 2005 with a 2 mm central corneal ulcer in her left eye. A culture was not taken. The optometrist advised the patient to discontinue contact lens wear and prescribed vigamox (every two hours for two days and then every four hours daily). Treatment ended two days laer. In 2006, the patient developed a corneal ulcer with iritis in the right eye. The patient was subsequently prescribed zymar (four times daily for seven days) and treatment ended the next month. The patient's outcome included a permanent corneal scar in both eyes. The optometrist was unsure if the reported events were directly related to a specific product.